Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.

Event description:
The customer reported there was a break in the pilot balloon connection on the pt's tracheostomy tube. The physician tried to clamp the tube in order to reduce air leakage. The physician decided to perform a non-routine replacement of the tube. No injury to the pt was reported.